Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported as part of a study conducted titled: (B)(4), the patient is a (B)(6) female who rec'd integra on (B)(6) 2012. During the same admission the patient rec'd negative pressure wound therapy (npwt) and a local flap. The patient's wound was on the right lateral ankle, and was a result of surgical resection of neuroendocrine cancer. On (B)(6) 2012 the patient returned to the hospital for a split thickness skin graft (stsg) with npwt. On (B)(6) 2012, the target wound was deemed healed during a f/u visit. The wound recurred (B)(6) 2013. This event of dehiscence was documented as moderate in severity, probably related to the initial index treatment with integra, and considered not a serious event. The action taken was a stsg over hypergranulating area of dehiscence on (B)(6) 2013. The wound was deemed healed again on (B)(6) 2013 and the event was listed as resolved on (B)(6) 2013 , when the patient returned for a f/u visit. Add'l info was requested.